Manufacturer narrative:
Logfile review for the day of treatment shows all laser system functions were within specifications. The system passed successfully all initialization steps. The fluence test was performed with a measured depth 62.7 microns. According to the user manual the acceptable range for the measured ablation depth is 63.5 microns to 66.5 microns. If the depth is not correct the energy check and the fluence test have to be repeated. However, the user still confirmed the fluence test and performed four treatments during the day. All treatments for right eye on this day show no interruptions or other issues. No error or relevant warning message were shown during the complete day. The too low ablation depth could be contributed to an undercorrection. No technical problem can be identified during logfile review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported a patient that is undercorrected in the right eye following topography guided refractive treatment. The patient is scheduled for follow up.